Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational, but with the power switch pushed into the device. The device passed the homechoice rite (return instrument test / evaluation) functional test, but failed the rite electrical ground bond test step due to the inoperative state of the unit. The operator was not able to turn on the power switch per procedure because it was pushed in the unit. The test was executed as is from this step onward, without any further connection of the ground bond test leads. The product analysis lab evaluated the device and the device powered up with no problems. Testing for the ground bond failure revealed no issues; resistance reading was within specification, no intermittent connections observed and no contamination present. The cause for rite test failure - ground bond was determined to be no rite test lead connection. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to the ground bond failing performance specifications. This is an indication that the device failed the ground bond test during rite testing. This indicates a high resistance value between homechoice and ground bond on the power supply.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.